Event description:
Received from maquet (B)(4) on 10/22/2009 stating, "it was impossible for the doctor to complete the endoscopic vein harvesting procedure with the hemopro harvesting tool because the scissors jaws were broken and the doctor had to proceed using another device to successfully end the procedure. The scissors of the device seemed deformed by temperature. There was no patient death or injury. Maquet (B)(4) provided additional information on 10/23/2009, that the alert date was 10/10/2009. The scissors jaws broke inside the patient, but in a safe way, which means the patient was safe. No, there was nothing that broke off from the jaws inside the patient.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).